Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative reported that the x-stage cover was causing the x drive to reach torque limit and that the cover was misaligned. The x-stage was removed and a rehoming of the motion controllers (invalidate home) was done. The cover was installed again and the rep verified that it docked docked properly. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that imaging system would not dock. The rep successfully invalidated home but when pressing the dock, the gantry would move mostly to the dock position but would not lower itself. No patient was present during the time of the reported incident.